Event description:
It was reported that system had physical damage including gouges and scratches on housing and touchscreen, and touchscreen often responded slowly or not at all, causing patient to press multiple times or harder and experience delays in diabetes management; battery life was also deteriorating, requiring more frequent charging to keep system functioning. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or final outcome of event.